Event description:
It was reported the pt's ((B)(6)) ipg has flipped in the pocket causing discomfort at the ipg site. As a result, the pt underwent surgical intervention on (B)(6) 2014 to secure the ipg in the same pocket.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.